Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device with a cracked and unresponsive touchscreen was replaced, and the patient indicated the broken unit would be returned; the issue involved a fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.